Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
This event is part of the (B)(6) clinical study. It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for symptomatic atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered bleeding (requiring modification of anticoagulant) one day post-procedure. The issue resolved without sequelae. Patient's medical history is unknown. Principal investigator assessed this event to be of moderate severity, not investigational device-related, not non-investigational device related, and definitely procedure-related.